Event description:
The customer reported to baxter (B)(4) of a solution set in which a leak is observed at the molded y. The process step is not specified. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was received for evaluation and initial evaluation confirmed the reported condition. A batch review cannot be performed since there was no lot number provided. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. A visual inspection was performed and no defects were observed. An under water pressure test at 8 psi was performed. There was an absence of solvent between the tubing and injection site and a leak was observed. The reported condition was confirmed. The root cause was not determined. Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.